Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis with a blood glucose reading of 694 mg/dl. The customer stated that she was vomiting prior to the event. The customer stated that she was hospitalized approximately two weeks prior, also for diabetic ketoacidosis. No troubleshooting could be performed because the customer didn't have any insulin pump supplied at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.